Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable lead had exhibited an infection. A revision was performed, and the pacemaker along with the implantable lead were explanted; however, this implantable lead was capped due to difficulty in removing it. The patient received temporary treatment, and the plan was to transfer the patient to a facility where the lead could be removed at a later date. Additional information was received indicating that this lead was successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b5: describe event or problem, d6a: implant date, and d6b: explant date.

Event description:
It was reported that the patient with this implantable lead had exhibited an infection. A revision was performed, and the pacemaker along with the implantable lead were explanted; however, this implantable lead was capped due to difficulty in removing it. The patient received temporary treatment, and the plan was to transfer the patient to a facility where the lead could be removed at a later date. Furthermore, this lead was successfully explanted 6 days after lead was capped. No additional adverse patient effects were reported.